Event description:
It was reported that the lead showed inhibition of pacing due to oversensing. The noise was reproduced with hearty coughing. Capture had increased and pacing impedance was low. The lead was fluoroed and no externalization was found. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.